Event description:
A medtronic rep reported that the stealthstation tria navigation system displayed passive reduced volume and the camera was out of calibration. There was no pt present.

Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. RMA issued for replacement psu (camera).